Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracks to the battery tube threads, reservoir tube lip and scratched display window.

Event description:
It was reported that the insulin pump has a scratched screen. The blood glucose level was not included in the report. Nothing further was reported.